Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Resistance testing found the lead was not electrically continuous. Detailed analysis and x- ray confirmed that the outer conductor coil had a break approximately 19 cm from the terminal pin. The break is indicative of cycle fatigue and led to the reported clinical observations.

Event description:
Boston scientific received information that noise oversensing was observed on this right ventricular (rv) lead, causing pacing inhibition. The patient experienced syncope, as a result. It was suspected that this rv lead was damaged. An x-ray could not confirm a lead diagnosis and the lead was not tested by a pacing system analyzer (psa). The lead was subsequently removed and replaced. No additional adverse patient effects were reported.